Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 46-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The patient experienced bleeding at the access site. The dressing was changed and the angle of the repositioning sheath was elevated to troubleshoot the issue. Femostop was also placed and the bleeding resolved. Subsequently, during explanation/escalation of the patient from impella cp to impella 5.5 support, the patient experienced more bleeding at the access site. Attempts to close the groin were unsuccessful and slight hemostasis was only achieved when a 16 fr gore sheath was placed. The decision was made to perform a surgical cutdown to effectively close the femoral artery.

Manufacturer narrative:
B1 product problem was erroneously selected on the initial manufacturer device report number 1220648-2024-07508. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2024-07508. D6a and d6b revised from the initial manufacturer device report 1220648-2024-07508 in accordance with updated procedures. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2024-07508 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-07508 in accordance with updated procedures. G1 reporting contact facility name and fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2024-07508. H5 was inadvertently omitted on the initial manufacturer device report number 1220648-2024-07508. H6 component code revised from the initial submission in accordance with updated procedures. H6 investigation conclusions code 11 was erroneously entered on the initial manufacturer device report number 1220648-2024-07508.